Event description:
It was reported during a scheduled review this pacemaker had one stored episode of atrial tachy response (atr) that showed oversensing of noise on the atrial channel. It was noted, this was an isolated event and appears to be electromagnetic interference (emi). The lead measurements are satisfactory. The scheduled report was emailed to the health care professional (hcp) and routine follow-up is recommended. The presenting electrogram (egm) shows the device is operating as programmed and no further assistance was requested at this time. No adverse patient effects were reported. This device and leads remain in service.